Event description:
It was reported that this right ventricular (rv) lead presented facture, with some damage noted around its insulation that resulted in presenting high out of range impedance measurements, so it was explanted, with a new lead implanted instead. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed melted anode conductor and insulation, located approximately 201 mm from the terminal end. Additionally, the anode conductor resistance measured as an electrical open - indicating a discontinuous or broken conductor. The melted insulation and melted anode (outer) conductor coil are consistent with electro-cautery damage at explant. The reported high out of range impedance measurements is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead presented facture, with some damage noted around its insulation that resulted in presenting high out of range impedance measurements, so it was explanted, with a new lead implanted instead. No additional adverse patient effects were reported.